Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. In this case with very sparse information there is nothing that indicates that the problems, experienced by the patient, are related to the xive products. The device was evaluated and implant loss usually is not product related but a matter of patient's condition, hygiene, habits, etc. And/or operational context, such as e.g. Inadequate planning, prosthetic overload, etc. Optical investigation of the implant is inconspicuous. Overall no hint which suggests the implant to be faulty. From trending figures the frequency of implant losses from dsi portfolio is known in the low range of what is indicated as per published literature (0 - 5 %). The implants were photographed under the light microscope and show no to little bone apposition. The issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. The patient received three implants xive s plus d3.4/l11 in position 24 (FDA 31), 25 (FDA 41) and 27 (FDA 43) on (B)(6) 2019. The information states that the patient suffered from pathological mandibular fracture due to severe osteomyelitis; mandibular continuity resection tooth 19 to 30 with plate reconstruction (and explantation). The implants were removed (B)(6) 2021. Osteomyelitis is a very rare complication.